Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr d/l powerpicc sv catheter. Usage residues were observed throughout the sample. A break was observed in the catheter tubing at the 3cm depth marking. Microscopic inspection of the break site revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. Tactile inspection of the sample revealed tensile weakness, material necking and discoloration in the catheter tubing proximal of the break site. The break features were consistent with material failure due to tensile (pulling) stress. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a powerpicc implanted on (B)(6) 2020 with 8cm of the catheter was out of the patient and secure with suture wing and put the dressing on it. Catheter break was found around 3cm marker inside the dressing on (B)(6) 2020. Reportedly there was the same length(8cm) of catheter out side of the patient and no evidence of pulling off. And also it was not possible for the patient to pull it out. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a power PICC implanted on (B)(6) 2020 with 8cm of the catheter was out of the patient and secure with suture wing and put the dressing on it. Catheter break was found around 3cm marker inside the dressing on (b)(6 2020. Reportedly there was the same length (8cm) of catheter out side of the patient and no evidence of pulling off. And also, it was not possible for the patient to pull it out. There was no reported patient injury.